Manufacturer narrative:
Updated: conclusion code is no longer applicable. Conclusion code has been updated.

Manufacturer narrative:
Analysis of the pump on 2016-08-17 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication. The stall was due to gear wheel number 3. As per the pump¿s log, a motor stall occurred on (B)(6) 2016 and stopped pump period may exceed tube set occurred on (B)(6) 2016. Also per the logs, the pump stopped due to stop command occurred on (B)(6) 2016.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 6 mg/ml via an implantable pump for non-malignant pain. It was reported that the pump logs showed a motor stall. The patient's pump stalled on or about (B)(6) 2016 and the pump was programmed into a stopped mode pending authorization from insurance for a replacement. The pump was scheduled to be replaced on (B)(6) 2016. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. Regarding the pump having been placed in stopped pump mode, it was noted that the prior dose rate of dilaudid (concentration 6 mg/ml) was unknown. Other medications (oral, etc.) That patient was taking at the time of the event was unable to be obtained. The issue was unresolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. No patient symptom was reported. The pump was later returned to the manufacturer for analysis; received 2016-08-09. Per the manufacturer's device registry, the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.